Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to multiple consecutively stored atrial tachy response (atr) episodes lasting a few minutes or less. It was noted that the patient presented to the emergency room (ER) for an unspecified reason. Upon review, technical services (ts) explained that there was likely intermittent right atrial (ra) lead undersensing of atrial fibrillation (af) with inappropriate atrial pacing. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that this was a recently implanted system, and x-rays were recommended to confirm ra lead location. This ICD system remains in service. No interventions or adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system initially presented to the emergency room (ER) due to dizziness. Upon evaluation on january 3rd, atrial fibrillation (af) undersensing was noted. During a follow up visit at the end of january, the field representative discussed confirming right atrial (ra) lead location with chest x-rays, but there was no information indicating chest x-rays were performed. Additional episodes containing fine af were noted. All lead measurements were reportedly within range, and no noise was observed. Ra sensitivity was reprogrammed from 0.25mv to 0.15mv, and no interventions were ordered at this time. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to multiple consecutively stored atrial tachy response (atr) episodes lasting a few minutes or less. It was noted that the patient presented to the emergency room (ER) for an unspecified reason. Upon review, technical services (ts) explained that there was likely intermittent right atrial (ra) lead undersensing of atrial fibrillation (af) with inappropriate atrial pacing. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that this was a recently implanted system, and x-rays were recommended to confirm ra lead location. This ICD system remains in service. No interventions or adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding the patient's emergency room (ER) visit and any troubleshooting/interventions performed. If information is provided in the future, a supplemental report will be issued.